Manufacturer narrative:
G3, h2, h3, and h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms the driver shaft tip is broken off. The broken piece was not returned with the device. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during internal fixation surgery, a t8 linear driver shaft w/ ao qc broke off in screw when it was being tightening. The tip was retrieved and no pieces of the device appeared to be in the wound. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.